Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, in ICU , the patient had an acute myocardial infarction, and the doctor performed an internal jugular deep vein puncture catheterization with the kit. During the insertion, the guide wire in the central venous catheter kit was found kinked, which made it impossible to place the catheter, so it had to be pulled out, and pressure was applied to stop the haemorrhage. They changed a new one it was successful." There was no reported patient harm from the issue. They were reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. Signs-of-use were observed on the sample. The complaint of a kinked guide wire was able to be confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. The photos showed a guidewire kinked in two locations, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, in ICU , the patient had an acute myocardial infarction, and the doctor performed an internal jugular deep vein puncture catheterization with the kit. During the insertion, the guide wire in the central venous catheter kit was found kinked, which made it impossible to place the catheter, so it had to be pulled out, and pressure was applied to stop the haemorrhage. They changed a new one it was successful." There was no reported patient harm from the issue. They were reported as fine.